Event description:
The customer reported that the male end of the tubing broke in the needleless connector top/cap (mp9002c), causing a leak and blood back up. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.